Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04631. It was reported the patient was not receiving effective stimulation. An MRI was taken and confirmed the patient¿s lead had migrated. In turn, surgical intervention may be pending to address the issue. It is unknown which lead had migrated, therefore both leads are being reported.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein both the leads were explanted and replaced due to migration. Reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.